Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02226. It was reported both of the patient's leads migrated and the patient's ipg was nearing end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was established postoperatively.